Event description:
It was reported that a pump experienced a cartridge change error. Customer's blood glucose was 349.20 mg/dl. The customer was instructed by technical support to inspect and clean certain parts of the pump and to fill a new cartridge, but the issue persisted after attempting to load multiple cartridges. Consequently, technical support arranged for the pump to be replaced.